Manufacturer narrative:
The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Manufacturer narrative:
(B)(4) this is one of two events of electrolyte imbalance reported for the same patient involving two separate incidents. A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
Medical records obtained indicate that the patient was hospitalized on (B)(6) 2016 for an event including hypokalemia. Medical records are still being evaluated.

Manufacturer narrative:
(B)(4). There was no documentation in the medical record that indicated a causal relationship between the use of fresenius products and hyponatremia, hypokalemia, thrombocytopenia (elevated inr), worsening anxiety and depression. The patient has a medical history of multiple, chronic, life-limiting conditions and the admission was likely due to these ongoing medical problems.

Event description:
The following information is from medical records received from the patient's treatment facility. The peritoneal dialysis patient presented to the emergency department (ed) with lower leg swelling and pain, right lower extremity weakness and intermittent shortness of breath and was admitted. The patient was treated with doxycycline 100mg bid and remained fairly stable. He had chronic low blood pressure and midodrine was continued. His leg swelling and pain slowly improved, however he continued to feel week. He was instructed that given his multiple chronic comorbidities he will most likely continue to feel weak. His inr was found to be elevated and he was instructed to hold his coumadin for a few days. The patient was ready for discharge on (B)(6) 2016, however the nursing facility was not able to accept him until (B)(6) 2016. Admitting diagnosis also included hyponatremia, hypokalemia, thrombocytopenia (elevated inr), worsening anxiety and depression.